Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys probnp ii stat immunoassay result for one patient sample. The initial result was 5 pg/ml and was reported outside the laboratory. The result was questioned as the result for the patient on the previous day was approximately 10000 pg/ml. The customer repeated the same sample on another cobas 6000 e 601 module and the result was 12810 pg/ml. This result was believed to be correct and was reported as a corrected result. The same sample was repeated on the original analyzer and the result was 13123 pg/ml. The patient was not adversely affected. The reagent lot number was 16901602 with an expiration date of 11/30/2017. The field service representative found a possible cause was the sample. He checked the probe alignments and ran performance testing which all passed with good results. The customer was not using the recommended sample tube rack adapters which keep the sample tubes from leaning and causing pipetting issues. The customer stated some racks were missing the rubber grommets at the bottom of the sample racks and was aware that this would change the level of the serum. Review of the calibration and qc data provided did not indicate an issue.